Event description:
The pt reportedly experienced shocking sensations and pain at the implant site. Programming adjustments were made, however, this did not resolve the issue. The pt's device was explanted.